Manufacturer narrative:
Temporary leads were placed and bandaged on (B)(6) 2024 and returned to working full duty on the following day. Per the patient, work load includes a 12 hours hift of continuous bending, standing, and pushing. The immediate return to full activities likely caused the leads to move and migrate, both internal and the external portions, leading to loss of stimulation. Infection was confirmed, but type is unknown. Based on patient activity, it is likely that the infection was caused by external sources, however infection is also a known inherent risk of invasive procedures.

Event description:
On (B)(6) 2024 the patient began the trial phase for a nalu peripheral nerve stimulator system, per the patient, stimulation from the system ceased on (B)(6) 2024 the patient woke up from bed with foul smelling drainage at the incision site. Patient presented to the local emergency department on (B)(6) 2024 and was admitted to the acute facility for IV antibiotics. The firm was not notified of the loss of therapy, drainage, or hospitalization until (B)(6) 2024 when the patient called a nalu representative. Per the patient, the temporary leads "fell out on their own". The date of the leads coming out is unknown.